Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, fluoroscopy was performed and the right ventricular (rv) lead was noted to be bent. The rv lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the field stylet. Visual inspection of the lead found the lead slight bent at the distal portion. The stylet was removed from the lead and found to be bent/kinked at the distal end region. After stylet removal, the lead was no longer bent. The reported event of a damaged and bent lead were confirmed. The cause of the reported event was isolated to bent/kinked stylet, consistent with procedural damage.